Event description:
The ge oec 9600 fluoroscopy system would not make an x-ray exposure. System booted normally but would not make an x-ray exposure.

Manufacturer narrative:
A ge oec service representative investigated the issue and a bent pin in the lemo receptacle that was repaired to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility as unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.